Manufacturer narrative:
The raw material and device history records were reviewed and no nonconformities were found. There is post-manufacturing damage consisting of several heavy nicks and gouges along the outer edges and surfaces of the device along with anodize removal in those areas. The device was measured and all related features met specification.

Event description:
Pt implanted on an unk date returned for routine surgeon six month follow up complaining of pain. An x-ray showed a broken implant of the veptr I hardware. Pt was returned to operating room on (B)(6) 2012 and the broken hardware was removed. Pt was revised to new veptr ii hardware. Surgeon noted pt is an active (B)(6) old and returns for veptr treatment every six months. This is three of three reports for this event.